Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device inspection and evaluation service noted the nozzle was clogged, deformed and found some white foreign materials in the nozzle. Repair history of this product: the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device air/water tube was clogged found during reprocessing. According to the reporter, the intended procedure (colonoscopy routine examination ) was completed with the same device. There was no patient harm, no user injury reported. Device evaluation found the nozzle was clogged with some white foreign materials.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material accumulating within the nozzle, but no further information could be acquired on the event; therefore, no further determination could be reached. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.